Event description:
The pt reportedly experienced intermittency followed by loss of lock and pain at the implant site. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The pt device has been explanted.